Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body (light blue) and twist clamp of a minicap transfer set. There was clamp breakage. This occurred during use of device for peritoneal dialysis (pd) therapy. The transfer set had been in use for one day and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. The transfer set was replaced. No additional information is available.

Manufacturer narrative:
. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the main body and twist clamp possibly due to broken occlude feet. The reported condition was verified. The cause of the damage was undetermined; however, potential causes of occluder damage include exposed to foreign solvents, dyes, or cleaning agents or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.